Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that the implant was stuck in the injector and could not be placed. There was no patient impact reported. Additional information has been requested and no further information received.

Event description:
Additional information received and stated that, incident occurred during preparation of iol and during progression of iol in injection system. There was no patient contact with the device. The surgery was completed during the same procedure with another iol.

Manufacturer narrative:
Additional information provided in b.3., b.5. And h11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).